Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to fracture of the modular titanium neck for the femoral component. (Right hip).